Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken and the ipg pocket relocated due to discomfort which the pt felt when sitting down. The original ipg was removed from the buttock area and replaced with a smaller ipg in the flank region. Follow-up identified the issue has resolved since the procedure.